Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Pil tech could not find any issues with the suspect touch screen. This touch screen passes all flex circuit resistance testing and all diagnostics testing. Tech verified that the suspect touch screen passes functional testing per step 3 in the service manual. Tech verified that the touch screen touch points are aligned on the stb. This touch screen operates as designed/ no problem found.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while inspection in house, it was observed that the devices touchscreen does not respond, freezes. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that operations by touching could not be performed properly because there is a discrepancy in the response of the touch screen. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.